Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The batch history was checked and it was noted that the production period occurred between june 22 and 30, 2022. In-process inspections were performed according to the control plan and no records of this incident were evident.

Event description:
It was reported that the bd plastipak¿ hypodermic syringe needle penetrated through the shield and was sticking out the sealed packaging. The following information was provided by the initial reporter, translated from portuguese: "the syringe needle had a manufacturing defect and was facing out of the package. The package was sealed, and perforated in the needle part. During the separation of a syringe, the employee punctured her finger."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ hypodermic syringe needle penetrated through the shield and was sticking out the sealed packaging. The following information was provided by the initial reporter, translated from portuguese: "the syringe needle had a manufacturing defect and was facing out of the package. The package was sealed, and perforated in the needle part. During the separation of a syringe, the employee punctured her finger."